Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in narrative field. Please refer to update statement dated 24jan2017 in the narrative field. No further follow up is planned. Evaluation summary a male patient reported that his humapen savvio device was not working. He stated the injection screw was loose, had no pressure and therefore, he did not receive insulin. He experienced eye hemorrhage. The device was not returned for investigation to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Troubleshooting of the device was provided by a trained professional by guiding the patient to test the device with 60 units and then again with 2 units. After troubleshooting, the device functioned normally. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received unspecified insulin at unknown dose, frequency, route of administration, indication for use and start date. On an unspecified date, unknown time after beginning the unspecified insulin therapy via humapen savvio red (unknown batch number), the humapen savvio was not working, its injection screw was loose and had no pressure, due to that, the patient did not receive insulin. Thus, due to drug dose omission, the patient experienced an eye hemorrhage, which was considered as serious due to medically significant reason by the company. Information regarding laboratorial examinations, corrective treatments and outcome for drug dose omission and eye hemorrhage was not provided. It was reported that the pen was not prime before injection. The humapen savvio red (unknown batch number) was associated with product complaint number 3882223. It was unknown if treatment with unspecified insulin was continued. It was unknown who operated the device and if this person was trained. This device model and the reported humapen savvio red (unknown batch number) have been used for unknown period of time. The device was not returned. The reporting consumer did not provide a relatedness opinion between the reported events and the unspecified insulin. Update 19jan2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 24jan2017: additional information received on 23jan2017 from the global product complaint database added the device specific safety summary; added he device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.